Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non sustained right ventricular oversensing due to right ventricular (rv) lead noise was observed on a remote transmission. No other anomalies were reported. The patient was not reported to be symptomatic. The clinic elected to make programming changes. The rv lead was being monitored. There were no patient consequences.

Manufacturer narrative:
The reported event of noise was not confirmed. A partial lead was returned in three pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found no anomalies with the exception of damages consistent with procedural damage.

Event description:
New information received notes the right ventricular lead was explanted and replaced. The patient was stable.